Event description:
End user's daughter alleges that springs are coming up through mattress. Mother is (B)(6) and (B)(6) lbs. Weight capacity is (B)(4). Mattress is (B)(4).

Manufacturer narrative:
Follow up to be sent if additional information is received.